Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, it was found the device could not be interrogated. Using multiple programmers and telemetry tests with the wand were attempted but not unsuccessful. The device was explanted and replaced. No further information is available.